Event description:
It was rpeorted that (1) device was used during a laparoscopic nephrectomy. It was reported by the affiliate that the er420 clips fed so slowly and would not feed into the jaws. Another device was used to complete the case. There was no consequence to the pt.